Manufacturer narrative:
The initial failure description was that the rotaflow battery runtime is short. It was confirmed by the sales and service unit (ssu) on 2021-07-06 that the customer communicated the failure wrong and a "head error" was displayed on the rotaflow. A getinge service technician was onsite to repair the affected rotaflow on 2021-07-09. The technician tested the battery nonetheless. The battery is working as intended. To solve the "head error" the technician replaced the 701034051 rf (rotaflow) control board pcba kit. After the replacement the rotaflow console is working as intended. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. A device history review (DHR) was performed on 2021-07-14 and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / (B)(6). Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. No patient has been involved. There was no battery malfunction on the rotaflow is initially reported. Complaint ID: (B)(4).